Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the previous mesh was identified and appeared to be densely adhered to the spermatic cord as well as to the ilioinguinal nerve. Careful dissection was used to dissect the spermatic cord free from the mesh. The mesh was completely removed. It was reported that the patient experienced neurectomy of ilioinguinal and iliohypogastric nerves. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/25/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.